Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The company iii (d) cartridge was not returned for evaluation. Photos were provided. Cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and handpiece were not provided. It is unknown if a qualified combination was used. The root cause could not be determined. The company iii (d) cartridge was not returned for evaluation. The lens model/diopter and handpiece were not provided. It is unknown if a qualified combination was used. Information was provided that resistance was felt when advancing the iol. Information was also provided that the handpiece plunger may be bent. This may indicate the lens/plunger were not in an acceptable position for advancement. Tip damage may occur if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), there was more resistance than normal and the cartridge split. Patient impact and timing is unknown. Additional information was requested.